Manufacturer narrative:
Product event summary: the flexcath sheath was returned and analyzed. Visual inspection of the sheath showed that the device was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Also, a dissection showed the hemostatic valve was leaking and the valve was torn. In conclusion, the reported issue of air ingress from the valve has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure,there was air ingress from the valve. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.